Manufacturer narrative:
Sample information was not provided. Qc result shifted high at 91.6 iu/ml, compared to insert's mean of 83.2 iu/ml. Service was not dispatched for this event as this was a reagent related issue.

Event description:
A customer contacted beckman coulter inc. (Bci) to report obtaining rheumatoid factor (rf) results >20 iu/ml for 75% of patient samples when using synchron lx rheumatoid factor (rf) reagent lot m009630. The rf reference cutoff is 20 iu/ml. It is expected that 95% of patient results would be <20 iu/ml. Individual patient sample results were not provided. False positive results were not reported out of the lab. There is no indication that patients were adversely impacted by the elevated results.